Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye on (B)(6) 2021. The lens was explanted due to excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted and explanted a 13.2mm micl13.2, -11.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021 due to excessive vault. This resolved the problem. Reportedly, there are no plans to implant another lens. Cause of the event is reported as device, "lens seleccted by dfu, but was too large. Reportedly, loss of superior iris pigment(transillumination defect) with slight coretopia. No lens oacity at present. Patient subjectvely normalized. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).